Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to display readings of 1.1 mmol/l to 27.8 mmol/l. This meter does not show a numeric value greater than 27.8 mmol/l. A blood glucose reading above 27.8 mmol/l will read as a "hi" in the adc meter.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 50 mmol/l, 12.6 mmol/l, and 8.3 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell out of range, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.